Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, active current measurement, sleep current measurement, and self test. No button error alarm noted upon testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. No failed battery test alerts noted when inserting a new battery or during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer stated that insulin pump had sticky and non responsive buttons. Customer stated that insulin pump had diminished battery life and insulin pump rejects new battery. Customer stated that they changing the batteries more often but it was not major issue. No harm requiring medical intervention was reported. The device will not be returned for analysis.